Manufacturer narrative:
(B)(4). Eval, results: very calcified tibial artery. Device is not indicated for use in the peripheral arteries. Eval, conclusion: very calcified tibial artery.

Event description:
An attempt was made to use a sprinter legend rapid exchange balloon dilatation catheter (size unk) to treat a calcified lesion in the tibial artery. The balloon came off the catheter in tibial artery. The physician was able to successfully remove it from the pt by snare. No injury was caused to the pt and the lesion was subsequently treated by ballooning. No additional clinical sequelae were reported.